Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2014 to report on behalf of patient an out of range signal on (B)(6) 2014. At the time of contact, the foreign distributor did not report any injury or medical intervention.